Event description:
It was reported by a surgeon that all models of preloaded intraocular lenses (iol) that he uses, such as dcb00 (tecnis simplicity 1-piece iol), diu (tecnis eyhance toric iol), drn00v (tecnis odyssey simplicity), drt(tecnis odyssey toric iol), occasionally display a random occurrence of a 'shmootz' or cortical-like material on the posterior side of the lens. This material is removed during the standard cortical clean-up process and has not resulted in any patient complications. The issue does not occur with every patient, indicating its randomness. The surgeon suspects the cartridge as the potential source of the problem. It was confirmed that the technicians are correctly loading the lenses, using balanced salt solution (bss), and allowing the lenses to hydrate for the appropriate duration. No further information is available. This report is to capture reported model drt(tecnis odyssey toric iol), other reports are being submitted for other reported models.

Manufacturer narrative:
Section a2, a3, a4, a5 and a6: unknown; information not provided. Section b3: date of event: date unknown/ not provided. Section d4: catalog number, serial number: unknown, information not provided. Section d4: expiration date: unknown as product serial number was not provided. Section d4: UDI #: a complete UDI # is unknown as product serial number was not provided. Section d6a: if implanted, give date: unknown, information not provided. Section d6b: if explanted, give date: unknown, information not provided. Section e1: email address, city: unknown, information not provided. Section h4. Device manufacture date: unknown, as the serial number of the device was not provided. Section h3: the device was not returned for evaluation and the serial number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.